Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during an attempt to create the arteriovenous fistula (avf), the venous catheter allegedly failed to completely advance through the introducer sheath as 10cm was outside of the introducer sheath. Therefore, the venous catheter was removed, and upon removal, the electrode was identified allegedly broken. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: received one 4f venous catheter as part of the 4f catheter system. Sample was used. The device was received with the electrode broken and bends throughout the length of the magnet, and a kink noted in valve crosser 2cm from proximal end of the valve crosser. The venous catheter effective length was measured and found to be 50.3cm in length. Kink noted in venous catheter approximately 19.3cm from distal tip. Valve crosser outer diameter measured and found to be 1.98mm. The investigation was confirmed, however, the root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an attempt to create the arteriovenous fistula (avf), the venous catheter allegedly failed to completely advance through the introducer sheath as 10cm was outside of the introducer sheath. Therefore, the venous catheter was removed, and upon removal, the electrode was identified allegedly broken. There was no reported patient injury.